Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
According to the notice received by way of a civil action complaint filed on (B)(6) 2018, the patient was prescribed and implanted with an option retrievable elite ivc filter on or about (B)(6) 2016 by dr (B)(4) at (B)(6 ). The patient later underwent two scheduled retrieval procedures on or about (B)(6) 2016 and (B)(6) 2016, both performed by dr (B)(6) at (B)(6). The physician was unable to retrieve the filter on both occasions due to embedment, tilt, and perforation. Allegedly, a leg of the filter appears to be bent as a result of attempting retrieval. Argon¿s attorneys are attempting to gather additional information.